Event description:
This spontaneous report was received on (B)(6) 2013 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using the reach johnson and johnson floss, mint waxed for oral hygiene (route: dental, lot number 3052d, frequency and expiration date unspecified). After an unspecified duration, the consumer pulled the floss out and the metal cutter just popped off from container and came off the container entirely. The consumer further mentioned that the plastic insert that holds the spool of floss popped out and when the consumer tried to put back into the container it did not work. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using the reach johnson and johnson floss, mint waxed for oral hygiene (route: dental, lot number 3052d, frequency and expiration date unspecified). After an unspecified duration, the consumer pulled the floss out and the metal cutter just popped off from container and came off the container entirely. The consumer further mentioned that the plastic insert that holds the spool of floss popped out and when the consumer tried to put back into the container it did not work. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2013: the consumer reported a valid lot number however the complaint sample had not been received to date for evaluation. Visual evaluations performed to the retain sample meets specification. A review of the data associated with this complaint revealed no unfavorable trends and no trend involving lot number. The review of the device history records and manufacturing related issues documentation demonstrated adequate controls and does not show any gaps in the production process that could potentially affect the product. The complaint shall be closed with a disposition of undetermined. Based on the information available the device was used as intended for treatment. Complaint trend would continue to be monitored. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2014 and (B)(6) 2014: on (B)(6) 2014, the sample with lot 3052d was received without the blister packaging and the product was partially used. The insert and the cutter did not reflect defect, both components were in good conditions. The visual evaluation of the field sample met specification. No additional changes in the investigation trend analysis, manufacturing and facility review were required. The disposition for this complaint remained as undetermined. However, on (B)(6) 2014, the field sample verification was closed as not verified as the defect alleged by the consumer was not confirmed on the field sample. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is 27-dec-2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using the reach johnson and johnson floss, mint waxed for oral hygiene (route: dental, lot number 3052d, frequency and expiration date unspecified). After an unspecified duration, the consumer pulled the floss out and the metal cutter just popped off from container and came off the container entirely. The consumer further mentioned that the plastic insert that holds the spool of floss popped out and when the consumer tried to put back into the container it did not work. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on 12-dec-2013: the consumer reported a valid lot number however the complaint sample had not been received to date for evaluation. Visual evaluations performed to the retain sample meets specification. A review of the data associated with this complaint revealed no unfavorable trends and no trend involving lot number. The review of the device history records and manufacturing related issues documentation demonstrated adequate controls and does not show any gaps in the production process that could potentially affect the product. The complaint shall be closed with a disposition of undetermined. Based on the information available the device was used as intended for treatment. Complaint trend would continue to be monitored. This report remains a reportable malfunction case in the united states.